Manufacturer narrative:
The device is not expected to be returned for eval. The service history record for this device was reviewed for similar complaint modes. No relevant complaint modes were found in the device service history record. Complaint trends will continue to be monitored. No further conclusion can be drawn by the mfg site since the device is not expected to be returned for analysis. Info has been added to the database for trending purposes.

Event description:
The company received a report where it was claimed that the unit did not provide an audible tone during preventative maintenance. No pt involvement.